Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an insulation repair was performed in this right ventricular (rv) lead. Further, the rv lead remains in service. No additional adverse patient effects were reported.